Event description:
The customer reported in 2008, that on the event date, they found that the spo2 function did not work during checkout. Spo2 malfunctions are not normally reportable. We received the unit four months later, and could not duplicate any spo2 malfunction, but we found that the customer had sent back spo2 probes that were incompatible with their unit. During final test on this unit, fifthteen days later, factory service discovered that the unit would intermittently fail to power up on auxiliary power. This is a reportable malfunction.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator. The user returned the actual device for evaluation. The user reported that the spo2, or pulse oximetry, function did not work. The user indicated that there was no pt connected to the device at the time of the observation, which was in 2008, more than two months before they reported it to welch allyn. We received the unit four months later, and could not duplicate any spo2 malfunction, but we found that the customer had sent back spo2 probes that were incompatible with their unit. We informed the customer of the incompatibility and quoted them for the correct spo2 probes, but they decline. During final test on this unit fifthteen days later, prior to sending the unit back to the customer, factory service discovered that the unit would intermittently fail to power up on auxiliary power. This is a reportable malfunction, so that is the date entered in block g4 of this form. Factory service isolated the failure to the auxiliary power cable connector. They found that pin 6 on the connector was not fully seated within the connector, causing an intermittent connection. The customer did not report any power problems, possibly indicating that the pin became unseated during service. Factory service re-inserted and located the pin to restore normal operation. Subsequently, the device passed all acceptance testing and we returned it to the customer.